Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR# 0001825034-2018-00474, MFR# 0001825034-2018-00475, MFR#0001825034-2018-00479, MFR#0001825034-2018-00480. Concomitant product(s): versa-dial shoulder modular head w/ variable offset pn113032 ln765380. Comprehensive shoulder primary mini length shoulder stem pn113632 ln703850. Hybrid glenoid base pn113952 ln531560. Pt hybrid glenoid post regenerex pnpt-113950 ln557860. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent initial shoulder arthroplasty due to pain. Subsequently the patient was revised due to failed arthroplasty 18 months later. No further information is available